Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell. The alarm indicated air had entered the setup. The home patient (hp) did not disconnect and no bags became disconnected. There were no open clamps and no leaks. Gts had the hp cycle power to clear the alarm and end the therapy. The hp was referred to the nurse. Product surveillance spoke with the hp who said she discussed the alarm with her nurse and was resuming therapy. A sample was not available. The patient was involved but there was no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 was not confirmed however the root cause was undetermined. The lot number was not available therefore a batch review was not performed. A labeling review was not performed as no user error was suspected. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device was requested but was not available. A follow-up MDR will be submitted if any additional information is received.